Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -4.5/+4.5/178 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. The surgeon reports refractive surprise.

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -4.5/+4.5/178 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. Refractive surprise was reported. The lens remains implanted. Corrected to: "phakic toric intraocular lens, product code: qcb". (B)(4).